Manufacturer narrative:
Exemption number e2017017. (B)(4). The CT system was in service maintenance due to sporadic technical issues. At the time of the occurrence, a new CT tube was already on order. A final solution was an additional cable replacement along with the tube. Siemens has not identified the problem as a systematic technical issue. Considering this, no further corrective action is initiated. (B)(6).

Event description:
On (B)(6) 2017 it was reported to siemens healthcare that on (B)(6) 2017 a poly trauma patient was brought to the emergency room and needed CT scans. When the patient was on the table the scanner aborted due to a technical malfunction. The patient was sent to an external radiology center via ambulatory transport. Scans were performed and the patient was transferred back to the hospital. It was reported that during this time the patient's condition worsened and after 30 minutes of advanced life support (als) the patient died. In addition, on june 14, 2017 the customer reported that on (B)(6) 2017, another patient needed to be transported to an external radiographer as well due to a CT scanner malfunction. In this case, there is no report of negative impact to the patient. This reported issue occurred in (B)(6).